Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) cannot be turned on. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The video board was replaced by fse, and all performance tests passed. The test balloon operated for several hours without any abnormalities and has been delivered to the user.